Event description:
Caller reported that a malfunction occurred with the pump after it got wet. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. Customer was advised to use multiple daily injections (mdi) as a backup therapy while waiting for the replacement. Customer acknowledged instructions regarding the receipt and return of the pump, including putting the current pump into storage mode and returning it to tandem within 10 days.